Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt as if the battery had been depleting faster than normal. The date and duration of the last charge was 4 days ago for 30 minutes. The blood glucose level was not impacted. The customer had not fully charged the battery during the month of december. Tandem technical support advised the customer to charge the pump for approximately 15 minutes a day to keep the pump charged.